Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was not reported. On (B)(6) 2019 it was reported that a pump pocket fill occurred. The initial reporter had no additional informational to provide regarding the event.